Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rep was told of a colleague where a similar situation happened to them, which was that when the therapy was turned off the patient got shocked. There were no therapy concerns noted. The patient was very sensitive to stimulation, turning stimulation on and off and getting impedances taken. The patient was to be cardioverted because of atrial fibrillation (not alleged to be related to dbs therapy). The stimulation was turned off prior to the cardioverting and the patient was shocked to the point that they lifted their arms into the air. After that the patient was no longer in atrial fibrillation and no cardioverting took place.